Manufacturer narrative:
(B)(4) .this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While broaching for a corail stem through an anterior approach, the final broach became stuck in the femur when the female adapter on the broach broke off inside the broach handle. After many attempts of trying to free the broach, we exhausted all of our options. The surgeon had to perform an eto in order to free the broach. The broach was then retrieved adn teh broach handle with the broken female adapter from the broach were also retrieved.

Manufacturer narrative:
Examination of the returned instruments confirms the observation. The instruments were examined by a depuy material scientist. The root cause is attributed to wear out of the broach. A two year complaint finds no trend for this type of broach failure resulting in the problem reported. Based on the investigation a need for corrective action is not indicated. Continue to montor through trend analysis, post market surveillance (B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.